Event description:
The customer reported that while rewinding the pump continues to get several alarms. The customer stated that the device did not allow them out of the rewind mode. The paramedics came to the camp and treated the customer's low bgs.